Event description:
It was reported that during routine generator change procedure due to eol, low out of range, high voltage lead impedance was observed on the atrial lead after it was connected to the new ICD. While suturing the patient¿s pocket, lead noise and sensing issues were also noted. The sensing was reported as unstable. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The issue was resolved and there were no further complications from surgery. Patient was in stable condition before, during and after the procedure.